Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The IFU warns to: "consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent." The resulting patient effects are most likely the result of case circumstances and not a manufacturing related issue, the device was not returned for analysis and a conclusive root cause cannot be determined.

Event description:
Reporting status: serous injury - medical intervention/permanent impairment. Reporting rationale: separated guide wire tip embedded in vessel resulting in occlusion and mi. Device issues: guide wire separation. It was reported that the procedure was to treat a patient experiencing crescendo angina. Two balance guide wires were being used in the procedure. Following stent implantation one of the guide wires became jailed by the stent and when attempting to remove it, the tip unraveled and became separated. A stent was used to embed the tip against the vessel wall. By the end of the procedure, the artery distal to the stent was occluded by thrombus, which could not be removed, resulting in chest pain and a small myocardial infarction. No additional event or patient information is available.